Manufacturer narrative:
The distal part of the smart flex 7x40 vascular ses (self-expanding stent) was already deployed before use; therefore, the product was not available. The intended procedure was to deploy the stent to a lesion in the superficial femoral artery (sfa). It is unknown if the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The device was prepped and used according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. The device was stored according to IFU instructions. There was no reported patient injury. The device was returned for analysis. One non-sterile units of product ¿precise pro rx us carotid system¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, and no anomalies were noted. In addition, the hemostasis valve was closed. The device was received partially deployed. Functional test was performed to determine the functionality of the deployment system. The hemostasis valve was unlocked of the stent delivery system. The stent deployment functionally test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled towards the distal tip as expected and the device was fully deployed. A product history record (phr) review of lot 314810 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-deployment difficulty - premature/during prep¿ was not confirmed. Functional test was performed as expected without any anomalies. Procedural and or handling factors such as the user¿s interaction with the device during prep might have contributed to this issue. According to the instructions for use (IFU), ¿prepare stent delivery system: if the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve on the handle is tightened on the pusher tube. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushing¿s with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device.¿ neither the product analysis nor the phr review suggests that the reported issue could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A product history record (phr) review of lot 314810 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated complaint conclusion. Device received and evaluated was updated to reflect a smart flex 7x40 vascular ses as follows: as reported, the distal part of the smart flex 7x40 vascular ses (self-expanding stent) was already deployed before use; therefore, the product was not available. There was no reported patient injury. The intended procedure was to deploy the stent to a lesion in the superficial femoral artery (sfa). It is unknown if the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The device was prepped and used according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. The device was stored according to IFU instructions. One non-sterile unit of product ¿smart flex 7x40 vas, 120cm¿ was received coiled inside a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, and no anomalies were noted. In addition, the hemostasis valve was closed. The device was received partially deployed. Functional test was performed to determine the functionality of the deployment system. The hemostasis valve was unlocked of the stent delivery system. The stent deployment functionally test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled towards the distal tip as expected and the device was fully deployed. A product history record (phr) review of lot 314810 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿stent delivery system (sds)-deployment difficulty -premature/during prep "was not confirmed. The functional test was performed as expected not noticing any anomalies. Procedural and/or handling factors might have contributed to this issue. According to the instructions for use (IFU), ¿prepare stent delivery system: if the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the tuohy borst valve on the handle is tightened on the pusher tube. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushing¿s with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device.¿ neither the product analysis nor the phr review suggests that the reported issue could be related to the manufacturing process; therefore, no corrective action will be taken at this time. According to the instructions for use (IFU), ¿prepare stent delivery system: if the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the tuohy borst valve on the handle is tightened on the pusher tube. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushing¿s with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device.¿ neither the product analysis nor the phr review suggests that the reported issue could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal part of the smart flex 7x40 vascular ses (self-expanding stent) was already deployed before use; therefore, the product was not available. There was no reported patient injury. The intended procedure was to deploy the stent to a lesion in the superficial femoral artery (sfa). It is unknown if the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The device was prepped and used according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. The device was stored according to IFU instructions. The complaint device is expected to be returned for evaluation.